Manufacturer narrative:
The field service representative (fsr) could not replicate the issue. She replaced the flow sensor. The unit operated to the manufacturer's specification.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor reading was intermittently displaying dashes even with flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to operate as intended.. The flow sensor was release tested and passed. There was no observation of the flow sensor reading dashes even with flow. Per data log analysis, the complaint indicates the issue occurred on 08mar2022. On that date the log indicated a perfusion case was most likely run. The flow sensor never indicated it coupled to a tube with fluid. The flow display would have displayed '---' as reported. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.